Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 controller ptm (s/n#:(B)(6)) revealed a bent connector. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt went to charge ins and the controller displayed software problem call medtronic. Pt noted they could not turn off the controller so the pt let the controller die in battery. Now the controller would not turn on pt noted they had reset the controller like once before last time they called but now the pt could not turn on or do anything with the controller. Troubleshooting was unable to be performed as pt did not have their ac power supply cord. Ps reviewed with pt on how to do a controller reset with their ac power supply cord, pt will try that once they had equipment present and will call back for further assistance if needed. See case # (B)(4) for the report of pt had reset their controller last time they called. Additional information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported for about the past 1-2 months software problems have been displaying on their controller while charging their implantable neurostimulator (ins). Pt stated the last software problem to display was 1-intellis, 2-3.0, 3-0, 4-blank. Pt confirmed no visible damage to the recharger cord. Pt mentioned they h ave electrical tape on the recharger cord to enforce the cord, not because it was damaged. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received. Pt called back saying they got new rtm, but still had the same problems. Pt said they would plug in rtm to charge but the screen would go blank, the screen would freeze, and pt would still get software problem. Pt said they reset but still had the issues. Pt said the controller would say "charging" but pt didn't think the ins was charging as pt was not getting the pain relief they did before the issues started. Pt said they also lost the recharging belt. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated that the cause was that they would see "software issue, call medtronic". The controller also would not turn off/on or reset. The patient stated that the steps that were taken to resolve the issue was a new cord.